Event description:
Mesh had migrated and eroded through small bowel.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time . A f/u report will be submitted when eval has been completed.